Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the reciprocating saw attachment device was not working. It was not reported if there was a delay in the procedure due to the event. It was reported that a spare device was available and the procedure was completed successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of this report was inadvertently documented as (B)(6) 2017 on the initial report. The correct date was (B)(6) 2017. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was not working was confirmed. An assessment was performed on the device and it was observed that the device was not functional. It was noted that the bearings were damage, there was corrosion on the internal components, and the marking/etching was difficult to read. The assignable root cause of these conditions were determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse, and wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.